Event description:
Patient's a-line was not transducing. The nurse used papaverine, as well as flushing and repositioning which did not resolve the problem. While instilling the papaverine into the tubing, a crack was discovered in the namic pressure monitoring line tubing at the connection point with the papaverine syringe and a small puddle had formed on the syringe pump. The tubing was changed, and the leaking was resolved. Two days later, a crack was found in a second namic pressure monitoring tubing at the connection point with the syringe and a puddle formed on the syringe pump. In this case, a poor tracing was noted and was resolved when the tubing was changed.